Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient in (B)(6) who was receiving an unknown drug via an implantable pump. A motor stall was seen at initial interrogation on this report date; the patient had recently had an MRI (magnetic resonance imaging) and the stall was longer than 24hrs. The logs were read and no recovery was noted. It was reviewed that since the stall was longer than 24hrs, it was almost certain that the log was just delayed. There were no symptoms reported.